Event description:
It was reported that a patient using an ilet experienced high blood glucose in the 410¿440 mg/dl range, with supplies changed twice and use of a contact detach steel infusion set; no abnormalities were noted at the infusion site or the ilet, and glucose levels began decreasing during the call. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education regarding high glucose. Investigation of this case revealed an unclear cause, with no device malfunction observed or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.